Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. Corrections are being made to d4 (adding lot number) and e2 (adding reporter title) which were previously unknown. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Because the DHR shows no non-conformances and the device was not returned for evaluation, a definitive root cause cannot be determined. However, it is possible that the user exerted excessive force causing the grasper to break off at the hinge. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device has not yet been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
It was reported, the grasper of the 5fr grasper forceps broke off during a iud removal procedure. According to the initial reporter, the grasper broke off at the hinge in the patient's uterus. Per the reporter, the segment that broke off in the patient was successfully removed and both components are available for return. There was no patient harm or consequence reported as a result of this event.